Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to reproduce the reported issue. To address the issue the stm replaced the power management board, scroll compressor and the pneumatic module assembly which was causing low pressure vacuum and power up issues and was failing all manifolds test. The stm then performed . All functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that prior to use on a patient, the cardiosave intra-aortic balloon pump (iabp) would not turn on, the ac light is on display. There was no patient involvement and no adverse event was reported.